Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pocket revision on (B)(6)2019 to implant the pacemaker sub-muscular due to a physician concern that erosion could occur. During the procedure, it was noted that the pacemaker lost radio frequency telemetry. When the device was re-interrogated, the elective replacement indicator had falsely triggered. The device was reprogrammed and the patient was stable.